Event description:
On (B)(6) 2010, a female pt was implanted with a gore hybrid vascular graft in an av access application. The procedure was performed in the left upper arm from the brachial artery to the axillary vein. It was reported to gore that on (B)(6) 2010, the pt presented with questionable arterial steal syndrome. A central banding procedure was performed. On (B)(6) 2011, the pt presented with pain and numbness of the hand and a banding of the graft was performed. On (B)(6) 2011, the pt presented with an ischemic hand and a complete ligation of the graft was performed with placement of a new ptfe graft.

Manufacturer narrative:
Result: the review of the manufacturing records for the device verified that the lot met all pre-release specifications.